Event description:
Information was received based on review of a journal article entitled, "oxford meniscal bearing knee versus the marmor knee in unicompartmental arthroplasty for arthrosis. A swedish multicenter survival study" lewold, s. Et al. The journal of arthroplasty vol. 10 no. 6 1995. It was reported that patient underwent a partial knee arthroplasty on an unknown date in 1991. Subsequently, patient was revised due to meniscus dislocation on an unknown date five months following the initial procedure. The meniscus was removed and replaced. Patient was revised again due to meniscus dislocation on an unknown date. Subsequently, patient underwent two closed reduction procedures on unknown dates due to unknown reasons. Patient was revised a fifth time on an unknown date due to unknown reasons. All components were removed and replaced with a total knee system.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by lewold, s. Et al. In the journal of arthroplasty vol. 10 no. 6 1995. Manufacture date ¿ unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. This information was originally reported on 1825034-2015-03451 which referenced a journal article written on a study that this patient took part in.